Manufacturer narrative:
DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that the secondary set c61 leaked during use. The following information was provided by the initial reporter: "today another leak with trousse phaseal c61 that same batch number 1011580 from yesterday. We are now going to use a different lot number and will also set this lot number separately. I think there is a production error with the glue because it leaks to that coupling."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary set c61 leaked during use. The following information was provided by the initial reporter: "today another leak with trousse phaseal c61 that same batch number 1011580 from yesterday. We are now going to use a different lot number and will also set this lot number separately. I think there is a production error with the glue because it leaks to that coupling."